Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that a holter monitor observed both oversensing and under- sensing.